Event description:
It was reported to boston scientific corporation on (B)(6) 2007 that a wallstent biliary stent was used during endoscopic retrograde cholangiopancreatography (ercp) on a (B)(6) male patient on (B)(6) 2007. According to the complainant, the wallstent biliary stent was deployed by the physician w/o incident. However, the physician noted that the stent "looked like [a] 10 mm x 40 mm stent instead of [a] 10 mm x 80 mm stent [as] listed on the package label. Another package containing [a] 10 mm x 80 mm [wallstent] was opened and used to complete the procedure; [the] initial stent was left in the patient." According to the complainant, "no harm came to the patient who was discharged later [that] same day."

Manufacturer narrative:
The device remains implanted and will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record (DHR) review and product family complaint trent review are in progress; results will be provided in a follow-up medwatch report. (B)(4).